Event description:
Per the clinic, the patient experienced pain at the magnet site. Subsequently on (B)(6) 2014 the patient was administered general anesthesia to facilitate removal of the internal magnet.

Manufacturer narrative:
(B)(4): implanted device remains.